Manufacturer narrative:
This rv lead remains in service, so therefore will not be returned to boston scientific for laboratory analysis. At this time there is no additional information. Should additional information become available this report will be updated.

Event description:
Boston scientific received information that this patient went to the hospital due to cardiac tamponade. Tests were performed to check measurements, and there were no anomalies observed. A cat scan was performed, and it was suspected this right ventricular (rv) lead perforated. A revision procedure will be performed in the near future. There were no additional adverse patient effects reported.